Event description:
It was reported to nova biomedical that a consumer received a result of 360 mg/dl on their blood glucose meter. The consumer administered 4 units of insulin based on that reading. Several hours later, the consumer experienced a hypoglycemic event which did not require medical intervention but did require emergent food intake to raise the consumer's sugar level. During the call to customer support, it was revealed that the consumer does not control solution test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for evaluation.